Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was not functioning properly. The partial pressure of oxygen (po2) was less than 70mmhg. Five hundred cc blood loss. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information has become available. (B)(4).